Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. During investigation the pump was powered up and the pump displayed alarm for error code 1720, which is an issue with the back-up capacitor. The customer's reported problem was confirmed. Service replaced the pump back-up capacitor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited error code lec 1720. It was reported that there was no patient involvement.